Event description:
It was reported that there was a scratch on the body of the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found; the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d164awg implantable cardioverter defibrillator (ICD), implanted: (B)(6)2008; 6947 implantable tachy lead: (B)(6) 2008. (B)(4).